Event description:
The customer initially reported by email that once the insulin pump gives a weak signal alarm, it stops monitoring high or low blood glucose levels. A response to the customer was sent explaining that the weak signal alarm means that the insulin pump is no longer receiving info from the transmitter. Later, the diabetes consultant called stating that the customer was treated by the paramedics for low blood glucose levels. The customer received a weak signal alarm prior to being treated. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.